Manufacturer narrative:
One (1) 139112ext ultraclean electrode 4" blade with extended insulation was returned for evaluation of "insufficient heatseal." Visual inspection by the packaging engineer revealed the device has a wrinkle on the chevron seal area. A dye leak test confirmed that this wrinkle created a channel which resulted in a breach of sterility, therefore this complaint is confirmed. This device was manufactured 1-march-2016. The manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing 6,300 units only this 1 complaint has been received for this lot of product and event description. A 2-year review of device family history revealed 27 complaints involving 51 devices. During this same 2-year time frame over (B)(4) units were sold worldwide making the occurrence rate for this failure mode (B)(4) percent. To date there have been no reported long term adverse effects related to this issue, however an investigation has been initiated to prevent further recurrences. The reported packaging anomalies were obvious to the distributor, prompting return of the devices for evaluation. Good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was completely open and would prompt the end-user to discard and obtain a sterile package. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(4) , one (1) 139112ext ultraclean electrode 4" blade with extended insulation was discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.